Event description:
Healthcare professional reported left side "slow progressive deflation". Healthcare professional later reported "hole on valve side". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve bond edge assessed as unidentified (tear). Valve leak and/or damage: observed, one opening on diaphragm valve assessed as cracked valve seat diaphragm valve. As per the investigation procedure, crease and wear abrasion completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "slow progressive deflation". Healthcare professional later reported "hole on valve side". Device has been explanted.